Event description:
Account stated that this bed had no electrical power but the manual function does work, no alarm, no injury.

Manufacturer narrative:
Technician found head hilo stuck in low position and replaced solenoids to resolve.